Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump¿s black box and alarm history showed a cs 078. During testing, the pump was powered on to the verify screen with audio tones and vibrations functional. The pump rewind, load and prime steps were performed successfully; the pump was exercised for 12 hours on a 1 unit per hour basal rate with no call service alarms occurring. The pump case was removed and moisture and moisture corrosion was found inside the interior of the pump: on display, on all boards, in the battery compartment, and on the motor flex connector. Unrelated to the complaint, the battery compartment was observed to be cracked below and above the grip pad. A leak test revealed a battery compartment leak. The complaint of a call service alarm issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.